Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector tubing separated during use. The following information was provided by the initial reporter: "we had another example of tubing separation today. In fact, the staff thought at first that the line was cut but when our vascular access team looked closer, it was a separation. Was there any patient impact or harm? If so was there any need for medical treatment or intervention? Not at this time but there was a potential for infection."

Manufacturer narrative:
H.6. Investigation summary: the customer reported tubing separated and returned photos of the incident and the sample. The sample verified the the separation at male luer, and the complaint is verified. The root cause is traced to the manufacturing assembly process and insufficient glue. The tubing had a sticky substance all over it, similar to honey, that was not the manufacturing solvent typically used. This could be solution or the drug used. The sticky substance went much farther up the tubing than where the luer collar was originally attached. Manufacturing provided a memo and the root cause is traced to the solvent dispenser with incorrect gumming. A quality alert was issued to address the issue. A device history record review could not be performed on material mp5303-c because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector tubing separated during use. The following information was provided by the initial reporter: "we had another example of tubing separation today... In fact, the staff thought at first that the line was cut but when our vascular access team looked closer, it was a separation... Was there any patient impact or harm? If so was there any need for medical treatment or intervention? Not at this time but there was a potential for infection¿."